Manufacturer narrative:
(B)(4). The customer further advised that the charge-pak installed in their device had expired in 2009. The customer replaced the charge-pak which resolved the charge-pak and attention icons; however, the service wrench remained. The customer confirmed that the device would power on again and provided voice prompts. Physio advised the customer that because the device's internal hybrid layer capacitor (hlc) batteries were allowed to deplete to the point where it would not power on, that the device may not be able to provide sufficient defibrillation therapy if it were necessary. Due to this and the service wrench being present, physio recommended that the customer permanently remove the device from service. Physio-control advised the customer that their device is no longer under warranty and not field serviceable. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display and would not power on. There was no patient use associated with the reported event.